Event description:
Pt reported the connection between the infusion set cannula and the infusion set tubing does not seem right. Pt stated they can hear the "click" sound when they connect it. Pt reported while the infusion set is in use they can see bubbles forming around the connection and it starts to foam on the outside; it is leaking. Pt stated they have had around 5 infusion sets in a row now that are affected and all are from the same box/batch. Advised pt to change to another lot of infusion sets. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
A visual inspection and tests for click, flow and leak were performed on the returned used transfer sets. The reference samples were visually inspected and tested for click, flow and leak. All test results were within specifications.